Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was recently explanted and replaced due to an unknown reason. During the procedure, the physician also elected to surgically cap and abandon the right ventricular (rv) lead. Information has been requested regarding the specific reasons for the replacement procedure, but a response has not yet been received. At this time, the ICD is retained at the healthcare facility and the rv lead remains implanted, but is capped and out-of-service. No additional adverse patient effects were reported.